Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated d4: primary UDI number ¿ the UDI is not known as the part and lot number were not provided. Literature attachment: article titled "two different hybrid vascular access closure strategies post transcatheter aortic valve implantation".

Event description:
This event is from a retrospective, single-centre, observational study of closure of femoral access sites after transcatheter aortic valve implantation (tavi) procedures with 14f and greater sheath holes. The study compares the hybrid closure method of proglide/femoseal (p/fs) with the hybrid closure method of proglide/angio-seal (p/as) instead of two pre-placed proglide sutures. It was found that there was a significantly higher rate of major bleeding with p/as use. Other results found a higher rate of minor bleeding and vascular closure device complications in p/as closure. Anterior wall calcification greatly impacted access site complications. The use of the hybrid strategy of p/fs revealed better 30-day outcomes than the p/as group. Specific patient information is documented as unknown.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of hemorrhage is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.